Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of life. Surgical intervention may take place at later date.

Manufacturer narrative:
Correction h6 - medical device problem code.